Event description:
During a pcl procedure the tip of the driver broke off in the pt as the surgeon was advancing a delta screw into bone (tight space). The tip of the driver remains inside the screw in the pt. No adverse consequences reported with the pt and the surgeon is confident bone will grow over implant with no problems. Exact date of surgery is unknown.